Manufacturer narrative:
Please note the correction to b1, h1 and h6 health impact code. The report has been downgraded from si to reportable malfunction to be consistent with actual and potential severity.

Event description:
As reported: "a complaint was reported this morning with respect to the guide wire ruler tubes. During usage, the surgeon reports that the metal component on the bottom end of the guide wire ruler tube was detached from the device intraoperatively, leaving the metal component free floating in the incision site around the knee. Used new guide wire measuring tub and the silver cap debonded. No replacement device was used. The ring loosened during the removal of the measuring tube through the metal 8-11 alpha tibia suprapatellar sleeve. I don¿t recall the ring getting caught on any bone. The ring was removed during the surgery.".

Event description:
As reported: "a complaint was reported this morning with respect to the guide wire ruler tubes. During usage, the surgeon reports that the metal component on the bottom end of the guide wire ruler tube was detached from the device intraoperatively, leaving the metal component free floating in the incision site around the knee. Used new guide wire measuring tub and the silver cap debonded. No replacement device was used. The ring loosened during the removal of the measuring tube through the metal 8-11 alpha tibia suprapatellar sleeve. I don¿t recall the ring getting caught on any bone. The ring was removed during the surgery."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "a complaint was reported this morning with respect to the guide wire ruler tubes. During usage, the surgeon reports that the metal component on the bottom end of the guide wire ruler tube was detached from the device intraoperatively, leaving the metal component free floating in the incision site around the knee. Used new guide wire measuring tub and the silver cap debonded. No replacement device was used. The ring loosened during the removal of the measuring tube through the metal 8-11 alpha tibia suprapatellar sleeve. I don¿t recall the ring getting caught on any bone. The ring was removed during the surgery.".

Manufacturer narrative:
The reported event could be confirmed on provided x-ray. The device inspection revealed the following: from the guide wire with ruler tube imn instruments 03x1000 mm only the transparent ruler tube was returned. The item had initially been separated in 2 parts in order to have it thoroughly cleaned inside. Some centimeters in front of the metal ring a slight bent was apparent in the tube. The meal ring was not in flush position on the tube and a very slight deformation was found at the edge of the flute. The ring did not fall off from the tube neither by shaking nor by its own weight; although it could easily be pulled off by hand. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a patient had been treated using above ruler tube. It was reported that during usage, the metal component on the bottom end of the guide wire ruler tube was detached from the device intraoperatively, the ring loosened during the removal of the measuring tube through the metal, suprapatellar sleeve. The ring was removed during the surgery. Investigation revealed the returned product being within specifications and functional. Although denied it could only be suggested that the ring hooked up within the tissue or supporting instruments - but could not be confirmed. With available information a real root cause could not be determined. With available information a product deficiency was not verified.